Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and restricted posterior leaflet. A mitraclip xtw (31031r1054) was inserted and placed on the valve. However, while establishing final arm angle (efaa), the clip continuously opened from 20 degrees to roughly 60 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed from the patient. A mitraclip xtw (31113r1072) was inserted and placed on the mitral valve. However, while attempting to deploy, difficulties separating the shaft from the clip occurred. Troubleshooting was performed and the clip was able to be deployed, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.